Manufacturer narrative:
Model #: ar40m. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that during the implanation of an intraocular lens (iol), the haptic was bent and the iol had to be removed. To remove the iol the incision had to be enlarged. The device was discarded and will not be returned to the manufacturer. The reporter indicated that the facility needed more training.

Manufacturer narrative:
Corrected data - yes, the device was returned to the manufacturer on 11/14/2013 yes, the device was returned to the manufacturer. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The initial report indicated that the intraocular lens (iol) was discarded and would not be returned. Therefore on the initial report code 70 (discarded by user) was applied. An additional conclusion has been added. An iol was returned to the manufacturer on the returned goods authorization (rga) that was issued. When the device arrived it was inadvertently discarded. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.